Event description:
It was reported that this patient needed a pocket revision, as a result of a possible infection. During the pocket revision, intermittent noise oversensing from the electrocautery was stored in an episode. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.